Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clip did not load into the jaws properly. The incident caused a loss of blood higher than 250cc. Some clips fell into the pt abdomen; however, the clips were retrieved.